Manufacturer narrative:
H3 other text : device has not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The device is currently at the third-party service center as but the evaluation has not yet begun. A follow up report will be submitted when the manufacturer has received the evaluation of the device.